Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. The field representative is attempting to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the clinic will wait until the patient's scheduled follow-up visit in one month to evaluate the impedance measurement. No adverse patient effects were reported.